Manufacturer narrative:
According to the instructions for use for the gore® tag® thoracic endoprosthesis, potential complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleak. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. See for results of imaging evaluation.

Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2016-00492 is hereby retracted.

Manufacturer narrative:
Concomitant medical products: additional device implanted: tg3410/05276883. (B)(4). Concomitant medical products: benicar, prilosec, vyron.

Event description:
On (B)(6) 2007, this patient underwent endovascular treatment and was implanted with gore® tag® thoracic endoprostheses (tg3415/05201786, tg3410/05276883). The patient tolerated the procedure. On (B)(6) 2015, the patient underwent reintervention to treat proximal expansion of a descending thoracic aneurysm and was implanted with two conformable gore® tag® thoracic endoprostheses (tgu404015/13200698, tgu454515/13469209). The patient tolerated the procedure. On (B)(6) 2016, this patient underwent endovascular reintervention to treat aneurysmal degeneration of the interval segment in the distal descending thoracic aorta and was implanted with two additional conformable gore® tag® thoracic endoprostheses (tgu404020/14432025 and tgu454520/14491000). The maximum distal aortic diameter was reported to measure 6.2cm. The patient tolerated the procedure with no reported endoleak or complications and was discharged on (B)(6) 2016.